Event description:
A patient reported that their meter kept shutting off after blood application without a result. The patient was using proper testing technique. This issue was not resolved with troubleshooting.